Manufacturer narrative:
One bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation. Investigation revealed conductor wire 5 had been fractured proximal to the weld joint on the electrode ring, consistent with the open circuit detected. Additionally, electrode rings 1 and 10 were displaced and conductor wires 1 and 10 were fractured proximal to the weld joint on the electrode ring, consistent with the detected open circuits. Electrodes 2-4, 6-9, and 11-16 displayed acceptable resistance values. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the displaced electrodes and fractured conductor wires remains unknown.

Event description:
This report is to advise of an exposed wire due to a displaced electrode found during analysis.